Manufacturer narrative:
It was reported that the patient pack had a broken clip in the area that holds the controller in place. One patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. The left male clip was missing from the pouch; however, there was no broken clip observed during the analysis of the device. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient pack had a broken clip in the area that holds the controller in place. The patient pack was exchanged. No patient complications have been reported as a result of this event.